Event description:
It was reported that the implanted cardiac monitor exhibited sensing issues and data collection issues. While the patient was in the hospital, telemetry recorded a marked episode of bradycardia followed by a pause. Interrogation of the device found no episode was recorded. The monitor has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. (B)(4).